Event description:
An update was received that the device is in the possession of the field representative. The device will be shipped back to the manufacturer. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later, the explanted products were received by the manufacturer and product analysis was subsequently conducted. No anomalies were identified on the returned products.no other relevant information has been received to date.

Event description:
It was reported that the patient had passed away overnight in their bed. Later, it was reported that per the family of the deceased, the death certificate states that the cause of the death is lennox gastaut syndrome; therefore, a result of seizure/seizure condition. The physician is able to confirm that the vns/vns surgery had no influence on this death whatsoever. The device is noted to be removed with the current whereabouts unknown (likely with funeral home). No other relevant information has been received to date. The explanted device has not been received by the manufacturer to date.

Manufacturer narrative:
B2. Date of patient death; corrected information ; initial MDR inadvertently omitted information known prior to submission.b3. Date of event; corrected information ; initial MDR inadvertently included incorrect information known prior to submission.